Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that drawer 1.2 had failed and was not sensing the closed position. Replaced the solenoid plunger due to a bent u-link. Reseated the loose latch sensor in the latch block and verified proper functionality in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer failed and was not closing. The customer performed a hard reboot of the station and completed the recovery storage, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.